Event description:
Pt undergoing crrt on a prixmaflex machine. Twice, the machine generated a "memory error 6" alarm and the screen froze. The nurse was not able to return the blood either time from the extracorporeal circuit resulting in a blood loss of 340 ml. The pt's hgb decreased to 7.2 gm/dl and the pt was transfused with 2 units of packed red blood cells.

Manufacturer narrative:
A gambro technical service rep inspected the prismaflex machine. He could not duplicate the reported condition and found the prismaflex to be operating according to MFR's spec. There is no evidence confirming that a gambro product malfunction.